Event description:
It was reported that the pump generated alert code 38 during attempts to perform a supply change, and the user transitioned to multiple daily injections while troubleshooting was pending. Symptoms included no reported clinical effects. Outcomes included an interruption to insulin pump therapy and use of an alternate therapy. Investigation included phone-based troubleshooting planning to document pump performance. Investigation of this case revealed a consecutive stalled motor alarm consistent with an insulin delivery motor stall. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.